Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe received for evaluation. The returned sample was visually inspected and was found non-conforming with the probe needle completely broken off at the stiffener. The degree of wear could not be determined due to the needle being completely broken off of the probe. A provided photo was reviewed by the manufacturing site. The photo is of an xray showing a foreign object in the eye. The origin of the foreign object cannot be determined from the provided photo. The complaint evaluation is inconclusive. The probe needle was completely broken off of the probe and the needle was not returned, therefore the condition of the tip could not be evaluated in order to determine if there was a portion of the tip that had broken off as was reported. How and when the needle broke off of the probe assembly cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint evaluation is inconclusive as the probe needle was broken off and not returned so the condition of the tip could not be evaluated; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after completing a pars plana vitrectomy procedure, the probe tip broke inside the vitreous when the probe was removed from the patient's eye. The fracture was removed from the patient's eye; however, orbital biotomography revealed another foreign body on the sclera inner wall of the patient's eye.

Manufacturer narrative:
No sample has been returned for evaluation for the report of tip broke inside the vitreous and retained foreign body; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A provided photo was reviewed by the investigation site. The photo is of an xray showing a foreign object in the eye. The customer photo confirmed a foreign object in the eye; however a sample was not returned by the customer, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).